Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ juvéderm voluma® xc injectable gel is a crosslinked, robust, injectable gel formulation, injected using a 27g ½" or 25g 1" needle to volumize and contour the cheek for correction of mid-face volume deficit. ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿ juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm voluma® xc, ¿the needle popped off and the filler wasted.¿ patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: 1.0 ml syringe with 0.15 ml of gel remaining in it received with the plug, no needle in an opened tray. No defect observed to syringe.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm voluma® xc, ¿the needle popped off and the filler wasted.¿ patient contact occurred. No injuries were reported. The packaged needle was used.